Event description:
A high reading issue was reported with the adc device. A caller reported an unspecified high sensor scan and was provided unspecified treatment to lower glucose. The customer then experienced weakness, a seizure, and a loss of consciousness. Paramedics were called and a capillary result of 53 mg/dl was obtained compared to sensor reading of 469 mg/dl. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. The customer received unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.